Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: previously reported h6 investigation conclusions code should have been "no problem detected" rather than "conclusion not yet available".

Event description:
It was reported that the patient presented in clinic due to shortness of breath and dizziness. Interrogation showed the patient¿s right ventricular (rv) lead was failing to capture. A chest x-ray was performed which showed the rv lead was dislodged. The physician explanted and replaced the lead. The patient was stable throughout.